Event description:
A malfunction alarm was reported, but no notable events occurred beforehand, and there was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, assisted the customer in resetting it, and confirmed that the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the malfunction code reappeared, which the customer acknowledged and understood.